Manufacturer narrative:
Patient two - (B)(6) male born (B)(6) 1940. Patient three - (B)(6) female born (B)(6) 1981. Patient four - (B)(6) female born (B)(6) 1931. Patient weight was not supplied for any patients. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted during troubleshooting that aspirate probe two (2) was not evacuating liquid from the reaction vessel properly. The fse replaced all three (3) of the aspirate probe tubing and noted the aspirate probes were properly evacuating liquid from reaction vessels. The fse validated the instrument by running a high sensitive system check, 15 point precision run and customer quality control panel and all were within specifications. In conclusion, the aspirate probe pump tubing is the cause of this event as excess fluid left in the reaction vessel may contain unbound analyte which could lead to non-reproducible access accutni+3 results.

Event description:
The customer reported non-reproducible access accutni+3 results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for four patient samples on (B)(6) 2016-see attached patient data table. The customer reported no erroneous results were released from the laboratory and there was no change or impact to patient treatment in connection to the event. The customer repeated patients designated as one and two on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and obtained higher results outside the customer's normal reference range. The customer repeated all four samples on access 2 immunoassay system serial number (B)(4) and obtained results within the normal reference range of 0.00 ng/ml-0.06 ng/ml (obtained from customer supplied printout). Quality control (qc), calibration and system check were all performing within the assay's and instrument's specification prior to the event. Qc was reported to be recovering outside specifications high for the access accutni+3 assay after the event. Two customer run system checks failed specification high for the washed portion % coefficient of variation (cv). Blood collection tubes were described as orange top (serum), spun at 4000 rpms for 10 minutes. The four patient samples in question were described as having no issues. A beckman coulter field service engineer was dispatched to assess the instrument.